Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt experienced hypotension and mild dizziness. The pt was started on dopamine and pseudoephedrine. The pt's hypotension did resolve within a couple of hours. The etiology of the dizziness was not determined. The pseudoephedrine was continued throughout the hospital stay. The pt was discharged to home two days post procedure with instructions to continue the pseudoephedrine. The hypotension was stable, although the pt continued to have slight residual dizziness and felt a little "fuzzy" upon discharge. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. Hypotension is a known possible adverse event associated with carotid stenting procedures as listed in the device instructions for use. There was no device malfunction reported. A review of the finished device log history record did not reveal any non-conformities which could have contributed to this complaint.